Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon evaluation, the monitor was unable to power on. The root cause of the monitor not being power on is currently under investigation. A supplement report will be sent upon device evaluation completion. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Event description:
During the investigation of an unrelated issue of monitor (B)(4), a reportable event was discovered. The monitor was experiencing constant resets.